Manufacturer narrative:
The reported unit was not made available for evaluation. The distributor removed and replaced the exhalation solenoid to resolve the reported issue. Multiple attempts were made to obtain additional information and return of the reported device. No patient injury was reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. Should he product be returned or new information is made available, a follow-up report will be provided.

Event description:
It was reported by the customer, "the system is giving error e06". No patient involved.